Event description:
It was reported that the asymptomatic patient presented in clinic for a follow-up. It was noted that the pulse generator was in back-up mode. Device download was performed successfully. The patient was stable throughout the event.